Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper sea and housing intact. Upon inspection, the customer's reported issue could not be duplicated. Investigation found possible malfunction of the downstream sensor, it was replaced as a preventive measure and upstream sensor re-calibration.

Event description:
It was reported that cadd legacy plus pump alarmed with high pressure, no occlusion in the catheter was observed. The customer checked the cassette using a another pump, and no alarm was issued. No patient injury reported.